Event description:
It was reported patient underwent a hip arthroplasty on an unknown date. Subsequently, patient was reduced on (B)(6) 2013 due to a dislocation.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.